Manufacturer narrative:
An investigation is in process. Once completed, a supplemental report will be provided.

Event description:
The catheter leaked from the red port at the y-port connection after a few weeks of use. Medication leaked.